Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for analysis. The lot history records (lhr) could not be reviewed because the products were not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death is listed in the supera instructions for use as a known potential adverse effect of peripheral percutaneous intervention. Based on the article information, a conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other adverse patient events and device malfunctions mentioned are filed under other MFR numbers. Literature attached: "drug coated balloon supported supera stent versus supera stent in intermediate and long-segment lesions of the superficial femoral artery: 2-year results of the rapid trial." (B)(4).

Event description:
This is filed to report patient deaths. It was reported through a research article, identifying the supera stent system, that may be related to the following: death, restenosis, foreign body, revascularization, re-hospitalization, failure to cross and failure to deploy. Details are listed in the attached article, titled drug coated balloon supported supera stent versus supera stent in intermediate and long-segment lesions of the superficial femoral artery: 2-year results of the rapid trial. Please see article for additional information.